Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in austria, a patient received an evoque valve in tricuspid position where on post-operative day (pod) 1, the patient experienced a third-degree (complete) atrioventricular (av) block. On pod 2, a permanent pacemaker (ppm) with a coronary sinus and ra lead was implanted. The patient was discharged on post-operative day 7.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. No imaging was provided for review. As such, a definite root cause is unable to be determined. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.